Manufacturer narrative:
The event occurred in (B)(6). (B)(6).

Event description:
Caller reported symptoms of hypoglycemia with blood glucose results of 9.0 mmol/l on customer's mobile system, 3.0 mmol/l on aviva system within 10 minutes. Reported no adverse event. A request was made for the return of the meters and strips.